Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that device began beeping then presented no disposable alarm. Customer was driving at time of call. Relayed did power off and then on. However, device presented alarm again after 10 minutes. Upon returning home, alternate pump utilized and cassette was changed. Tubing and old cassette were discarded. No further details provided. No patient injury was reported.